Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seals to be removed. A motor rate error was revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the inoperable mainboard was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3 is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that pump had a motor rate error and e-fail safe timeout. The event occurred during testing. There was no delay in therapy. There was no patient involvement.